Manufacturer narrative:
According to the received information, there was no patient involvement in the reported event and there was no stoppage of ventilation. Our field service engineer (fse) found the reported ventilator tagged with a note stating that there was a pressure transducer sub-test failure. This failure was not reproduced during on-site troubleshooting. The logs were downloaded and received for further evaluation. The failure was confirmed in the received logs, they showed that the pressure transducer sub-test had failed due to a high offset drift (> 300mv from default) for the inspiratory pressure transducer. Based on that, maquet recommended a replacement of the inspiratory pressure transducer printed-circuit board (pcb). The part was replaced and returned for investigation. The reported failure was not reproduced during testing of the returned pcb in a reference ventilator, however ocular inspection showed corrosion traces that had affected some components on the inspiratory pressure transducer pcb. This corrosion is considered to have caused the reported failure. Our conclusion is, that moisture had caused the observed corrosion.

Event description:
(B)(4).

Event description:
It was reported that the ventilator stopped ventilating while it was being used on a patient. The patient consequences' are unknown. (B)(4).